Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
It was reported that the pt¿s pain began approximately one month after the implant. He was given steroid shots to relieve the pain. He eventually he had a second surgery to release the tendons to provide relief from the pain. The pt states that the procedure did not relieve his pain. He recently had a doctor¿s appointment on (B)(6) 2012. The doctor said all his blood levels were elevated. His MRI showed anomalies in the hip area. His surgeon states that he will need a revision surgery as soon as possible. Additional event description submitted by sales rep (B)(4) 2012 indicated that the pt had a rejuvenate revision. Blood serum ion level was elevated. Cobalt level was 9.1 and chromium level was 1.0.